Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no delivery alarm. Blood glucose was unknown. Customer reported for his daughter that insulin pump had no delivery alarm today. Customer performed troubleshoot and stated that insulin did exit. Advise to rewind insulin pump, reinsert reservoir into insulin pump and run manual prime to at least 5.0 units. Customer states the insulin pump alarmed no delivery. Advise the insulin pump will need to be replaced. Advise to retrieve and save insulin pump settings. Advise to revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.